Event description:
The customer was taken to the hospital by ambulance because he was getting low blood glucose readings on the contour next link. He was admitted for 9 days. Specific information was not provided. Customer's meter read 30mg/dl lower than hospital system. Specific readings were not provided. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.